Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one sharp opening and wear abrasion. A fill inspection was performed and identified no blockage in the valve. A dimension measurement in the shell was performed which identified the thickness of the shell to be within specification. Based on the device analysis, the final assessment is a sharp opening assessed as unidentified tear opening.

Event description:
Device has been explanted.